Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the customer was unable to configure a medical module, when medical module selected, the device go back to home screen. Customer tried multiple times but issue remains.. The device was not in clinical use when the issue was found. Remote support was provided. The engineer confirmed the issue, the system error is showing up on start and power off. Fault is either an issue with the front case or the software version. The device requested ant arrived at the bench. The current version of software was reloaded and when the device got tested it was working per specifications. Front enclosure got replaced. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips by the user that when choosing the option "medical modules" the item drops immediately out of the medical modules and goes to the home screen. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.